Event description:
It was reported that the system had noise on an electrogram which was stored for an appropriate shock. The noise lasted for about twelve seconds. The sensing vector was set to the secondary sensing vector. Later, the doctor explanted and replaced the electrode. A new electrode was placed onto the chronic pulse generator. There were no additional adverse patient effects.